Event description:
This pt presented to cath and pci was performed on a de novo lesion in the proximal rca of unknown length and diameter. The lesion characteristics are unk. At admission, the pt was taking asa, beta-blockers, nitrates, nicorandil, ace inhibitors, diuretics and statins. Intra-procedure medications include nitrates, plavix and asa. Residual diameter stenosis measured 30%. Post-procedure medications, included taking asa, plavix, beta-blockers, nitrates, nicorandil and statins. Fifteen months after this procedure, a CABG was performed on this previously stented lesion based on anginal status and repeat angiography (results not known). This product is not available for testing and evaluation.